Event description:
It was reported that while patient was in the cath lab, the intra-aortic balloon (iab) was prepped per instructions and the right femoral artery was accessed. When the physician attempted to insert the iab into the super arrow-flex (saf) sheath, it became stuck. The physician removed the iab and sheath together. There was no reported patient death or injuries. There was no medical/surgical intervention required and delay in therapy was unknown. The patients' outcome was listed as "good." Reference MDR #1219856-2010-00597 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). A follow-up report will be filed if additional information becomes available.